Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿unique stent-graft modification in emergency high-risk patients for aortic arch pathology¿ zolnierczuk m, rynio p, rybicka a, jedrzejczak t, pacholewicz j, gutowski p, kargul m, kazimierczak a. Journal of endovascular therapy. 2025 dec 18:15266028251396259. Doi: 10.1177/15266028251396259 no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported a2: average age a3a: majority sex date of publish used for incident date in section 2.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ unique stent-graft modification in emergency high-risk patients for aortic arch pathology¿ the time frame of this study was over a seven year period. This single-center study evaluated the safety and efficacy of a novel phy sician-modified stent-grafts technique in 18 patients with acute aortic syndromes, including ruptured or impending rupture of aneurysms and complicated dissections. Medtronic valiant stents graft were modified and implanted in all patients. Non-medtronic bridging stents were also implanted. Among the patient population the following malfunctions occurred: ib endoleak no further information was provided pertaining to medtronic products.